Manufacturer narrative:
Patient information was not made available from the site. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. After the first imaging system spin, the site deemed being accurate, however, eventually lost accuracy. They took a second spin which was immediately deemed inaccurate. The site switched to a second navigation system and took a third spin and accuracy was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. This was a t2-l3 scoli procedure. The alleged inaccuracy was 3-4 millimeters in an unknown direction. Delay in therapy was less than one hour. There was no impact on patient outcome.